Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had sensor discrepancies. The sensor was showing that their blood glucose was low for a long period of time. This tends to occur late at night. The customer¿s sensor glucose reading from the reported event was 45 mg/dl while their blood glucose reading was 120 mg/dl. They also had a sensor glucose reading of 70 mg/dl while their blood glucose was 92 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to the low sensor glucose. The sensor glucose that triggered the suspend event was 45 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. The sensor will be returned for analysis.